Event description:
The customer contact reported an e321 alarm condition. The device was returned to the biomedical engineering department with an unsigned note stating, "e321". No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4) 2013. During testing, the device passed testing. The e321 (battery charger timeout) as reported by the customer contact was noted in the device history, but not duplicated during testing. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.